Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference (MFR) number 2916596-2022-00706. The investigation findings and codes will be submitted under MFR 2916596-2022-00706.

Event description:
It was reported that the patient had been taken off coumadin and put on a heparin drip before going into the operating room (or) for a pump exchange on (B)(6) 2022. The patient was then put back on coumadin with no bridge after the operation on (B)(6) 2022. Log files captured a controller exchange on (B)(6) 2022. After the controller exchange speed adjustments and low flow alarms were noted. After a speed adjustment the power and flow started to trend upward. Also on (B)(6) 2022 a backup battery fault alarm occurred. They had been extubated and sat upright in a chair at the time of this event. On (B)(6) 2022 an echocardiogram (echo) was performed that revealed mild aortic valve regurgitation. The patient had acute changes in their pump parameters on (B)(6) 2022 at 11:37am. The pump speed was at 9000 rotations per minute (rpm), the flow was at 9 liters per minute (lpm), the pulsatility index (pi) was at 4.6, and the power was at 6.8 watts (w). The morning of (B)(6) 2022 the patient's international normalized ratio (inr) has been 1.88 and their lactate dehydrogenase (ldh) was 159. At around 4:20pm the pump parameters changed to a speed of 8990 rpm, a flow of 10.5 lpm, a pi of 4.3, and a power of 7.9 w. An second echo was ordered at this time. On (B)(6) 2022, at 8:19am, the parameters were reported to have changed again, stating the flow read as "+++lpm," the speed increased to 9000 rpm, the pi was still 4.3, and the power increased to 10 watts. As a result, the patient was started back on a heparin drip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.